Event description:
It was reported that the procedure was cancelled. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A comet ii was selected for use. During the procedure, a pressure drift has occurred. The procedure was cancelled without complications reported, and patient was fine.